Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for a follow-up. The patient reported receiving a shock and a patient notification some time previously. Upon interrogation, high out of range pacing lead impedance, increased capture threshold and low r waves were observed. Noise, resulting in inappropriate therapy, was noted on stored egms. Noise could not be seen with provocative testing. Programming changes were made and the patient was hospitalized. No anomalies were observed via x-ray of the lead. Lead revision is planned.